Manufacturer narrative:
Continuation of d10: product ID gwbc30 (lot: unknown); product type: guidewire; implant date n/a; explant date n/a updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a misload was not identified during loading due to the valve looked great under fluoroscopy inspection. A pre-implant balloon aortic valvuloplasty was not performed. During the implant, a valve-in-valve procedure was performed. A medtronic confida guidewire was used during the procedure. Per the physician, the valve was deployed too shallow, and the inflow of the transcatheter aortic valve replacement valve appeared to be getting caught on the stent posts where the existing failed medtronic surgical aortic valve replacement leaflets were attached that contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system (dcs) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve looked good under fluoro scopic inspection, and physicians attempted to deploy the valve shallow twice. Upon first deployment, the valve appeared to get caught on one of the surgical aortic valve replacement (savr) stent posts or leaflets, after dislodging on the delivery catheter system (dcs). The valve was recaptured and a second deployment attempt was made, however both the first and second deployments showed infolding on the valve. After discussion, the valve and dcs were removed and a new valve and dcs were used to successfully complete the procedure with no problems, aside from a 5 minute procedural delay. No adverse patient effects were reported.